Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor, on the 7th day of wear. The customer reported subsequently becoming unresponsive, and required treatment with glucagon injection by his wife. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor, on the 7th day of wear. The customer reported subsequently becoming unresponsive and required treatment with glucagon injection by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data were extracted from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The current was applied to the sensor to perform sim vivo testing while in the test fixture and the results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(6)